Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the worsening leak cannot be confirmed. Investigation results suggest the worsening pvl is between the stentless valve and native valve, not from the sapien 3 valve.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), one year and one month post implant of the 29 mm sapien 3 in a non-edwards stentless valve in the aortic position, the patient presented with paravalvular leak (pvl). It is believed that the pvl is between the stentless valve and the native valve. The severity of the of the pvl is unknown. At last report, the patient was going to a different hospital for ¿repair/replacement¿. It should be noted that prior to the initial placement of the 29 mm sapien 3 (s3) valve, the patient was admitted within the first month post stentless valve implant, due to severe pvl (between the stentless valve and native valve). The site elected to implant the 29 mm s3 inside the stentless valve to seal-off pvl. At that time, pvl was significantly reduced intra-procedurally.